Event description:
A malfunction alarm was reported during the pumping process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge, but the cartridge alarm recurred, preventing successful resumption of insulin therapy. As a resolution, technical support decided to replace the pump, and the customer will use multiple daily injections as a backup insulin therapy during this period.